Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient who experienced rapid opacification (posterior capsule opacification) with a decrease in visual acuity following intraocular lens (iol) implant surgery. At postoperative day 30, the patient was noted to be developing a "secondary cataract." There are two medical device reports associated with this event. This report is for the right eye.